Event description:
It was reported that pump experienced malfunction code 16 with no notable events occurring beforehand. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, received instructions to reset pump, successfully reset device without recurrence of malfunction, was advised that pump use could continue, and was instructed to call back if malfunction code occurred again, which caller acknowledged and understood.